Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The attachment was disassembled and microscopically evaluated for a potential cause of the reported temperature rise. Both the cap underside and the head cavity exhibited a slight amount of debris. The head and tail gears were slight to moderately worn and exhibited a slight amount of debris. Main drive dog gears appeared to be slightly worn and exhibited slight corrosion. Set gears appeared to have moderate gear wear. The cap end bearing inner race exhibited a slight amount of debris. Cap end bearing outer race exhibited moderate debris and the cap end bearing retainer exhibited slight deformation around ball pocket. The bur end bearing components were examined. The bur end bearing inner race exhibited slight debris. The bur end outer race exhibited slight debris and corrosion. The bur end bearing retainer exhibited a slight amount of debris and a crack was noted near the ball pocket. All components were dry and lacked lubrication. It is possible that lack of lubrication may have caused friction and an accelerated wear condition for the internal components mentioned above. As a result, the tolerances between parts would tend to grow allowing more accelerated wear. The wear then could have led to friction and, in turn, possibly causing the heat that was reported in the original complaint.

Event description:
In this event a doctor reported that an estylus 1:5 attachment overheated. There was no injury or intervention.